Event description:
It was reported by the customer that a pyxis medstation system had a station not responding. Customer reported that the station time is displaying 2 hours behind, which is preventing nurses from accessing due doses. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the incorrect station's time. A technical support specialist updated the station's time to resolve the issue. The system was functional as intended.